Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus sales representative reported that the following; the sales representative had definitely explained to the user facility the reprocessing method. During the device demonstration period, the user forgot to use the connecting tube during reprocessing several times. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, a user at the hospital didn't reprocess the device without using the olympus connecting tube maj-2358.the user knows the device has to be reprocessed using maj-2358, but she or he just forgot. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4. The device was a demonstration machine. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that this phenomenon is attributed to improper and insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.